Event description:
A customer reported that their pump malfunctioned, displaying a malfunction code and initially not turning on. The issue did not adversely impact the customer's blood glucose level. Technical support was able to eventually turn the pump on, but the pump continued to malfunction, leading to its replacement. The customer will use multiple daily injections (mdi) as a backup.